Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error and had low battery alert. Every time the customer pressed ok on the alert came up again and was stuck in that loop. The customer's blood glucose was 12mmol/l. The customer was advised to discontinue use and revert to back up plan.

Manufacturer narrative:
The insulin pump was received with operating currents within specs and passed self-test. However, the insulin pump alarmed no motor movement error during rewind due to corroded motorhome switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor, displacement test or verify pump detects movement in hall sensor counts that are unexpected error due to no motor movement error. The insulin pump had with minor scratched display window, minor scratched case and minor scratched keypad overlay.